Manufacturer narrative:
The field service engineer found a leak in the vacuum bottle tube of the rinse unit that he repaired. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable creatinine result for one patient from the cobas 6000 c501 module. The initial result was 4.63 mg/dl and the repeat result was 1.15 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.